Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required. The root cause for this incident is undetermined at this time. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. A batch review could not be performed as the lot number of this device is unknown.

Event description:
This is a spontaneous report by a nurse from the USA of dizziness, touch contamination, and peritonitis in an approximately (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient experienced dizziness. On (B)(6) 2010, the patient was hospitalized for the dizziness. It was unknown if a peritoneal effluent culture was done. It was unknown if treatment was provided for the dizziness. While hospitalized, the patient developed peritonitis. The nurse believed that the peritonitis was caused by touch contamination. It was unknown if treatment was provided for the peritonitis. It was unreported if dianeal therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital and recovering from the dizziness, touch contamination, and peritonitis. Medical history and concomitant medications were not reported. Per the nurse, the dizziness, touch contamination, and peritonitis were unrelated to dianeal therapy.